Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections a2, a4, a5a, a5b, b5, and h10. This correction is in response to a user submitted medwatch report. The end user has confirmed the correct patient demographics for this reported case.

Event description:
Complainant alleged that while attempting to treat a 71-year-old female patient, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the patient subsequently expired.

Event description:
Complainant alleged that while attempting to treat an 83-year-old female patient, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2, a3a, b1, and b5 updated. The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed and attributed to a loose flex cable connection at the connector on the control board. During the investigation of the device to determine the root cause, the technician observed damage to the front panel overmold, the shock button led pads were lifted from the control board, and a damaged pace/defib (pd) engine. The damage is not consistent with what we would expect to be typical handling or preventive maintenance activity. The observed damage is consistent with impact damage. The r series operator's guide (pn: 9650-0912-01) (rev: ya) details routine procedures for the r series device including daily visual inspections. It states, "ensure that the unit is clean (with no fluid spills) and free of visible damage." Additionally, it states, "always inspect the unit for damage if it has been dropped." The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.